Manufacturer narrative:
Follow up 20-oct-2016: quality-safety evaluation of ptc ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe and chronic pelvic pain. She underwent a bilateral salpingectomy approximately 2 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic and abdominal pain may occur. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus / essure coil myometrial perforation"), pelvic pain ("severe and chronic pelvic pain/ pelvic pain/ pain/ pain pelvic pain (severe)"), dysmenorrhoea ("dysmenorrhea (cramping) (severe)"), pelvic inflammatory disease ("pid"), bipolar disorder ("bipolar disorder") and abdominal pain ("pain abdominal pain (severe)") in a 23-year-old female patient who had essure (batch no. 627453) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed at the same time as her essure placement" on (B)(6) 2008. The patient's past medical history included automobile accident in 2008, gravida I, live birth ((B)(6) 2006), c-section (cord around the neck twice complications during her pregnancies) in 2006, hyperlipidemia, depression, depression, chronic back pain, breast tenderness, microscopic hematuria, urethritis, ulcer and uterine dilation and curettage in 2008. She denies cough, chest pain, congestion, shortness of breath, neck pain, sore throat, earache, rhinorrhea, sinus congestion, tobacco and alcohol use. Previously administered products included for birth control: depo shots from 2003 to 2005 and aviane; for an unreported indication: sumatriptan, provera, morphine, aleve, zoloft and oxycodone. Past adverse reactions to the above products included drug hypersensitivity with morphine; pain with sumatriptan; and pruritus with oxycodone. Concurrent conditions included obesity, microscopic hematuria, amenorrhea, dysfunctional uterine bleeding, coughing, sneezing, muscle spasm, vomiting, tingling, diarrhea, flu, dysphagia, cholelithiasis, nickel sensitivity, endometrial ablation, chest pain, foot sprain, uterine pain, libido decreased (799.81 (primary)), paresthesia and temporomandibular joint disorder. Family history included diabetes, colon cancer (maternal grandfather), blood pressure high (father), high cholesterol (father), carcinoma in situ of skin (father, maternal grandfather), hypercholesterolemia (father), depression (mother), type ii diabetes mellitus (father) and hyperlipidemia (father). Concomitant products included anaesthetics (anesthesia), bupropion (wellbutrin), buspirone hydrochloride (buspar), calcium citrate w/vitamin d nos, clonazepam (klonopin), corticosteroids, cyanocobalamin-tannin complex (b12), dexlansoprazole (dexilant), folate sodium (folin), gabapentin, ibuprofen, ibuprofen (motrin), lamotrigine (lamictal), methadone, multivitamins and iron, olanzapine (zyprexa), pantoprazole (protonix), tramadol hydrochloride (ultram) and venlafaxine (effexor). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2008, the patient experienced nausea ("nausea"). On (B)(6)2008, the patient experienced bladder disorder ("bladder disorder or changes"), urinary tract disorder ("urinary problems or changes"), urinary incontinence ("bladder or urinary problems or changes cannot hold urine urgency") and dysuria ("bladder or urinary problems or changes cannot hold urine burning"). In (B)(6) 2008, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: worsened anxiety"), depression ("psychological or psychiatric problems condition: worsened depression"), migraine ("migraines") and headache ("headaches"). In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2009, the patient experienced abdominal pain (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant) and intervertebral disc protrusion ("herniated discs in back"). The patient was treated with vicodin, valproate semisodium (depakote), lithium, oxycocet (percocet), surgery (hysterectomy on (B)(6) 2012), surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2010), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic cholecystectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pelvic inflammatory disease, bipolar disorder, intervertebral disc protrusion, bladder disorder, urinary tract disorder, urinary incontinence, dysuria, headache, vaginal discharge and abdominal pain outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, nausea, fatigue, weight increased and alopecia had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, alopecia, anxiety, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, intervertebral disc protrusion, menorrhagia, migraine, nausea, pelvic pain, urinary incontinence, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had gastric bypass surgery. She had epidural shots and medication for herniated discs in back, creams for vaginal discharge, for weight gain she had diet and exercise, oil treatment for hair loss. Date of the removal: (B)(6) 2010 and (B)(6) 2012 (as provided) procedure used to remove your essure: surgical removal of coil(s) - removal of essure with bilateral salpingostomy, hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. On (B)(6) 2009, she had four views of the abdomen and pelvis including supine and upright views which reveals there is gas seen scattered throughout loops of mildly distended, nondilated loops of large and small bowel with multiple air-fluid levels. There is no evidence of high-grade obstruction. Findings can be seen in the clinical setting of enteritis/diarrhea. Bilateral tubal occlusion devices are noted in the pelvis. On (B)(6) 2009, she had CT chest, abdomen, pelvis which reveals pelvis- bilateral tubal occlusion devices are noted within uterus. Chest-patchy airspace disease probably represents atelectasis. On (B)(6) 2009, she had CT abdomen which reveals there does appear to be mucosal irregularity of the terminal ileum suggestive of crohn's disease. On (B)(6) 2010, she had transvaginal ultrasound which reveals that there are multiple uterine fibroids. The largest fibroid measures 1.78cm x 1.34cm x 1.82cm. This fibroid is located on the midline and is posterior in the uterine body. Fibroid #2 measures 1.53cm x 1.25cm x 1.96cm. Fibroid #2 is located on the right and is anterior in the fundus. The patient had pelvic pain since having essure coils placed 1 and half years ago. Fibroid uterus. Proximal essure coils identified. On (B)(6) 2010, she had surgical pathology report and on diagnosis: a. Cervix, 6 o'clock, biopsy: chronic endocervicitis with immature squamous metaplasia and reactive epithelial change. C. Cervix, 12 o'clock, biopsy: polypoid piece of cervix. And on (B)(6) 2010 on gross description: part a is received in formalin designated "essure coils". The specimen consists of spring-like fragments of coiled wire measuring 14.0 x 4.0 x 0.2 cm in aggregate. There is an attached tan-white soft tissue measuring 0.2 c.c in aggregate which is submitted, part b is received in formalin designated "biopsy of anterior cul-de-sac". The specimen consists of a 0.6 cm fragment of tan-white soft tissue. Diagnosis: a. Essure coils: inflamed fibrovascular tissue with foreign body giant cells and calcifications. Gross examination only of wire coil. B. Anterior cul-de-sac , biopsy: inflamed fibrovascular tissue with foreign body giant cells. On (B)(6) 2011, she had upright pa view of the chest and supine and upright views of the abdomen and pelvis: impression: 1. Nonspecific bowel gas pattern with no evidence for free air or obstruction. 2. Post-surgical changes suggestive of prior gastric bypass surgery and cholecystectomy. On (B)(6) 2011 and (B)(6)2011, she had CT abdomen and pelvis impression: small bilateral ovarian cysts (3.6 cm right ovarian cyst). On (B)(6) 2011, she had transabdominal and transvaginal pelvic ultrasound and doppler evaluation of the ovaries which reveals transabdominal, transvaginal, and pelvic ultrasound is performed as well as doppler evaluation of the ovaries. Comparison is made with the CT ureterogram of same day. There are coil foreign bodies which appear to be in the body of the uterine cavity. These coils do not appear to be at the fallopian tubes. Review of the CT ureterogram of same suggests that the coil on the left may be protruding through the myometrium on the left side. Also of note on transverse imaging of the uterus is possible congenital variant of subseptate uterus with two separate endometrial cavities identified separated by a septation. The endometrium otherwise is grossly within normal limits measuring 6 mm in maximal thickness. No other myometrial abnormality identified. Evaluation of the ovaries demonstrates a 3.7 x 1.8 cm hemorrhagic cyst of the right ovary. Multiple small follicles are noted of both ovaries. There is normal venous doppler waveforms of both ovaries. Small amount of physiologic free fluid is noted. Survey examination of the kidneys shows no hydronephrosis and there are bilateral ureteral jets within the urinary bladder. Impression: essure coils are noted within the endometrial cavity and appear to be in the body of the cavity and not in proper location. The coil on the left may be protruding through the myometrium as indicated by review of CT ureterogram of same day. Possible anatomic variant of substrate uterus. On (B)(6) 2011, she had impression:1. No urinary tract calculi or acute process demonstrated. 2. Small amount of free fluid in the lower right pelvis which is probably physiologic related to the menstrual cycle. On (B)(6) 2011, she had ultrasound transvaginal uterine impression: echogenic linear focus in the right endometrium at the fundus suspicious for a retained essure device. On (B)(6) 2012, she had surgical pathology report uterus, cervix and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy: uterine cervix: chronic cervicitis, uterine corpus endometrium with scar, consistent with post status of procedure: fibrous adhesion with focal granulomatous inflammation, adenomyosis, unremarkable bilateral fallopian tubes. Her current weight was 150 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, headache, pelvic pain, dysuria, pelvic inflammatory disease, abdominal pain, uterine perforation. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs and medical records received: reporters added. Patient tab updated, relevant history and lab data added; concomitant and treatment drugs added; essure lot number provided. New events added "abnormal bleeding (vaginal, menorrhagia), anxiety/depression, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: uterus, nausea, dysmenorrhea, dyspareunia, pain, vaginal discharge, fatigue, weight gain, hair loss, bladder or urinary problems or changes, cannot hold urine urgency/ urine burning, pid, uterine perforation, endometrial ablation performed at the same time as her essure placement". Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or about (B)(6) 2008 for permanent contraception sometime after the procedure, she began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe and chronic pelvic pain as well as pain during intercourse. On or about (B)(6) 2010, she underwent a bilateral salpingectomy. Company causality comment this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe and chronic pelvic pain. She underwent a bilateral salpingectomy approximately 2 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic and abdominal pain may occur. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus / essure coil myometrial perforation"), pelvic pain ("severe and chronic pelvic pain/ pelvic pain/ pain/ pain pelvic pain (severe)"), dysmenorrhoea ("dysmenorrhea (cramping) (severe)"), pelvic inflammatory disease ("pid"), bipolar disorder ("bipolar disorder") and abdominal pain ("pain abdominal pain (severe)") in a 23-year-old female patient who had essure (batch no. 627453) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed at the same time as her essure placement" on (B)(6)-2008. The patient's past medical history included automobile accident in 2008, gravida I, live birth (B)(6)-2006) c-section (cord around the neck twice complications during her pregnancies) in 2006, hyperlipidemia, depression, depression, chronic back pain, breast tenderness, microscopic hematuria, urethritis, ulcer nos and uterine dilation and curettage in 2008. She denies cough, chest pain, congestion, shortness of breath, neck pain, sore throat, earache, rhinorrhea, sinus congestion, tobacco and alcohol use. Previously administered products included for birth control: depo shots from 2003 to 2005 and aviane; for an unreported indication: sumatriptan, provera, morphine, aleve, zoloft and oxycodone. Past adverse reactions to the above products included drug hypersensitivity with morphine; pain with sumatriptan; and pruritus with oxycodone. Concurrent conditions included obesity, microscopic hematuria, amenorrhea, dysfunctional uterine bleeding, coughing, sneezing, muscle spasm, vomiting, tingling, diarrhea, flu, dysphagia, cholelithiasis, nickel sensitivity, endometrial ablation, chest pain, foot sprain, medical device pain, libido decreased (799.81 (primary)), paresthesia and temporomandibular joint disorder. Family history included diabetes, colon cancer (maternal grandfather), blood pressure high (father), high cholesterol (father), carcinoma in situ of skin (father, maternal grandfather), hypercholesterolemia (father), depression (mother), type ii diabetes mellitus (father) and hyperlipidemia (father). Concomitant products included anaesthetics (anesthesia), bupropion (wellbutrin), buspirone hydrochloride (buspar), calcium citrate w/vitamin d nos, clonazepam (klonopin), corticosteroids for systemic use, cyanocobalamin-tannin complex (b12), dexlansoprazole (dexilant), folate sodium (folin), gabapentin, ibuprofen, ibuprofen (motrin), lamotrigine (lamictal), methadone, multivitamins and iron, olanzapine (zyprexa), pantoprazole (protonix), tramadol hydrochloride (ultram) and venlafaxine (effexor). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2008, the patient had essure inserted. In september 2008, the patient experienced nausea ("nausea"). On (B)(6) 2008, the patient experienced bladder disorder ("bladder disoder or changes"), urinary tract disorder ("urinary problems or changes"), urinary incontinence ("bladder or urinary problems or changes cannot hold urine urgency") and dysuria ("bladder or urinary problems or changes cannot hold urine burning"). In (B)(6) 2008, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: worsened anxiety"), depression ("psychological or psychiatric problems condition: worsened depression"), migraine ("migraines") and headache ("headaches"). In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2009, the patient experienced abdominal pain (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On 6-jan-2010, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant) and intervertebral disc protrusion ("herniated discs in back"). The patient was treated with vicodin, valproate semisodium (depakote), lithium, oxycocet (percocet), surgery (hysterectomy on 23-oct-2012), surgery (salpingectomy (bilateral removal of fallopian tubes) on 03-sep-2010), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic cholecystectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pelvic inflammatory disease, bipolar disorder, intervertebral disc protrusion, bladder disorder, urinary tract disorder, urinary incontinence, dysuria, headache, vaginal discharge and abdominal pain outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, nausea, fatigue, weight increased and alopecia had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, alopecia, anxiety, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, intervertebral disc protrusion, menorrhagia, migraine, nausea, pelvic pain, urinary incontinence, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had gastric bypass surgery. She had epidural shots and medication for herniated discs in back, creams for vaginal discharge, for weight gain she had diet and exercise, oil treatment for hair loss. Date of the removal: (B)(6) 2012 (as provided) procedure used to remove your essure: surgical removal of coil(s) - removal of essure with bilateral salpingostomy, hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. On (B)(6) 2009, she had four views of the abdomen and pelvis including supine and upright views which reveals there is gas seen scattered throughout loops of mildly distended, nondilated loops of large and small bowel with multiple air-fluid levels. There is no evidence of high-grade obstruction. Findings can be seen in the clinical setting of enteritis/diarrhea. Bilateral tubal occlusion devices are noted in the pelvis. On (B)(6) 2009, she had CT chest, abdomen, pelvis which reveals pelvis- bilateral tubal occlusion devices are noted within uterus. Chest-patchy airspace disease probably represents atelectasis. On (B)(6) 2009, she had CT abdomen which reveals there doesappear to be mucosal irregularity of the terminal ileum suggestive of crohn's disease. On (B)(6) 2010, she had transvaginal ultrasound which reveals that there are multiple uterine fibroids. The largest fibroid measures 1.78cm x 1.34cm x 1.82cm. This fibroid is located on the midline and is posterior in the uterine body. Fibroid #2 measures 1.53cm x 1.25cm x 1.96cm. Fibroid #2 is located on the right and is anterior in the fundus. The patient had pelvic pain since having essure coils placed 1 and half years ago. Fibroid uterus. Proximal essure coils identified. On (B)(6) 2010, she had surgical pathology report and on diagnosis: a. Cervix, 6 o'clock, biopsy: chronic endocervicitis with immature squamous metaplasia and reactive epithelial change. C. Cervix, 12 o'clock, biopsy: polypoid piece of cervix. And on (B)(6) 2010 on gross description: part a is received in formalin designated "essure coils". The specimen consists of spring-like fragments of coiled wire measuring 14.0 x 4.0 x 0.2 cm in aggregate. There is an attached tan-white soft tissue measuring 0.2 c.c in aggregate which is submitted, part b is received in formalin designated "biopsy of anterior cul-de-sac". The specimen consists of a 0.6 cm fragment of tan-white soft tissue. Diagnosis: a. Essure coils: inflamed fibrovascular tissue with foreign body giant cells and calcifications. Gross examination only of wire coil. B. Anterior cul-de-sac , biopsy: inflamed fibrovascular tissue with foreign body giant cells. On (B)(6) 2011, she had upright pa view of the chest and supine and upright views of the abdomen and pelvis: impression: 1. Nonspecific bowel gas pattern with no evidence for free air or obstruction. 2. Post-surgical changes suggestive of prior gastric bypass surgery and cholecystectomy. On (B)(6) 2011, she had CT abdomen and pelvis impression: small bilateral ovarian cysts (3.6 cm right ovarian cyst). On (B)(6) 2011, she had transabdominal and transvaginal pelvic ultrasound and doppler evaluation of the ovaries which reveals transabdominal, transvaginal, and pelvic ultrasound is performed as well as doppler evaluation of the ovaries. Comparison is made with the CT ureterogram of same day. There are coil foreign bodies which appear to be in the body of the uterine cavity. These coils do not appear to be at the fallopian tubes. Review of the CT ureterogram of same suggests that the coil on the left may be protruding through the myometrium on the left side. Also of note on transverse imaging of the uterus is possible congenital variant of subseptate uterus with two separate endometrial cavities identified separated by a septation. The endometrium otherwise is grossly within normal limits measuring 6 mm in maximal thickness. No other myometrial abnormality identified. Evaluation of the ovaries demonstrates a 3.7 x 1.8 cm hemorrhagic cyst of the right ovary. Multiple small follicles are noted of both ovaries. There is normal venous doppler waveforms of both ovaries. Small amount of physiologic free fluid is noted. Survey examination of the kidneys shows no hydronephrosis and there are bilateral ureteral jets within the urinary bladder. Impression: essure coils are noted within the endometrial cavity and appear to be in the body of the cavity and not in proper location. The coil on the left may be protruding through the myometrium as indicated by review of CT ureterogram of same day. Possible anatomic variant of substrate uterus. On (B)(6) 2011, she had impression:1. No urinary tract calculi or acute process demonstrated. 2. Small amount of free fluid in the lower right pelvis which is probably physiologic related to the menstrual cycle. On (B)(6) 2011, she had ultrasound transvaginal uterine impression: echogenic linear focus in the right endometrium at the fundus suspicious for a retained essure device. On (B)(6) 2012, she had surgical pathology report uterus, cervix and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy: uterine cervix: chronic cervicitis, uterine corpus endometrium with scar, consistent with post status of procedure: fibrous adhesion with focal granulomatous inflammation, adenomyosis, unremarkable bilateral fallopian tubes. Her current weight was150 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, headache, pelvic pain, dysuria, pelvic inflammatory disease, abdominal pain, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-jul-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.